Event description:
While treating a patient with subarachnoid hemorrhage, the physician attempted to insert a 7mm x 20cm complex soft penumbra coil. The physician indicated that he partially deployed the coil "a few" times to get the positioning correct. Upon attempting to retract the coil one additional time, the physician noticed that the coil was not retracting on a one to one basis with the tension he was using to pull back. He decided to pull the entire catheter out with the coil partially inside/outside the catheter. He did so without incident or patient injury. He proceeded to coil the patient with coils from another manufacturer.

Manufacturer narrative:
Device investigation: results code: the pet lock on the proximal end is intact. The distal detachment tip (ddt) is in place and contains the pull wire in the alignment feature and the proximal constraint ball. This is the normal undeployed state for the pusher. The sr wire that should attach the proximal constraint ball to the coil is broken off at the surface of the ball. The coil is separate from the pusher and is missing the proximal constraint ball. The pusher-coil combination is non-functional. Conclusion code: the unintentional detachment noted in the complaint is confirmed. The cause of the detachment is a break in the sr wire that connects the proximal constraint ball to the coil. This sort of failure is observed when tensile force beyond the design specifications is applied to the coil during manipulation under tension within the vessel and the aneurysm. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design or quality concerns.